Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery. Lesion was serially pre-dilated with 2.75x8mm and 3.0x8mm unspecified balloons and a 3.0x23mm xience xpedition was successfully deployed. Check shot revealed a dissection at the distal end. The dissection was treated with a 2.75x8mm unspecified drug eluting stent. Thrombolysis in myocardial infarction (timi) 3 flow without any residual stenosis was noted. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.